Event description:
It was reported that during the bilateral ureteral lithotripsy, the coating of the complained product guide wire ruptured during the pushing of the ureteral catheter in the left ureter, but it could still be used, so the doctor continued to complete the operation. When the guide wire was pushed into the right ureter, the coating broke and fell off, and the stent tube could not be retracted into the target position, so another brand of guide wire was opened to continue and complete the operation. There was a delay in surgery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the bilateral ureteral lithotripsy, the coating of the complained product guide wire ruptured during the pushing of the ureteral catheter in the left ureter, but it could still be used, so the doctor continued to complete the operation. When the guide wire was pushed into the right ureter, the coating broke and fell off, and the stent tube could not be retracted into the target position, so another brand of guide wire was opened to continue and complete the operation. There was a delay in surgery.